Event description:
Pt in for resection retroperitoneal sarcoma, lt nephrectomy, splenectomy, distal pancreatectomy, resection portion of diaphragm, partial colon resection. During case an ethicon stapler was used. Product is echelon flex articulating endoscopic linear cutter catalog # ec60a, lot# f4r426. The staff states the unit was used for several firings. Another load was placed, it was fired. The jaws were stuck closed on the tissue. The surgeon had to "fiddle" to free the stapler from the tissue. Another device was obtained, and the case continued. No patient harm.